Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced high blood glucose. The patient was not able to confirm no delivery alarm prior to the event. The pump was checked and it was not able to go back that long in alarm history to confirm what alarms occurred that time. He did confirm that an alarm occurred, where it asked him to rewind the pump. He tried to do so, but he was not able to, the alarm came again, but was still not able to rewind. He was then hospitalized with blood glucose level of 24 mg/dl and ketone level was 4 mmol/l both due to bent cannula. The infusion set had been in use for two days. The patient was hospitalized for one week. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.